Event description:
The malleable device was removed from the pt and a dynaflex device was implanted due to "right side had erosion on proximal part, so dr. Removed malleable and sutured erosion part and implanted with dynaflex."